Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer was not using the pump for insulin therapy at the time, but was using it to get continuous glucose monitor (cgm) readings. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and customer continued to use the pump for cgm readings. There was no adverse impact to customer's blood glucose level.